Event description:
It was reported that after successfully inflating the balloon, upon removal, a piece of material was noted on the guide wire. The material was noted to be the tip of the balloon. The tip was removed from the guide wire and the case was completed.